Event description:
Infection - needed antibiotic; dexcom g6 was put on thursday (B)(6) 2021 by sunday (B)(6), I had an itchy hive type rash under it, so I removed it. It kept spreading and was hot, itchy, blistery and my blood sugar was running high. I had to be put on antibiotics by my pcp to help. FDA safety report ID# (B)(4).